Manufacturer narrative:
The manufacturer previously reported the medical device problem code as 2993 in section h6, the correct medical device problem code in section h6 is 1670. Section h6 has been updated with the correct information.

Manufacturer narrative:
The manufacturer previously received information alleging an everflo oxygen concentrator caught on fire when lighting a candle. The patient was admitted to the hospital. The reported event and its severity were reviewed by the clinical expert reporting from (B)(6), the patient's nurse. She stated the patient went to light a candle and the everflo exploded. Patient is in the hospital and the nurse could not share the patient condition. Based on information available at the time of this review, this event is not assessable for injury severity or relatedness to the device and therefore is not assessable for reportability due to insufficient information repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on nov 15 , 2024 and section h10 should be reported as: the manufacturer received information alleging an everflo oxygen concentrator caught on fire when lighting a candle. This record was reviewed by the pms clinical expert due to a customer reporting stated from the nurse, "the patient went to lit a candle and the everflo exploded and the patient is in the hospital.no other clinical information or medical interventions were reported there was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire when lighting a candle. The patient was admitted to the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.